Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the sensor insertion site, with symptoms of itchiness, redness, and white spots. According to the user, the symptoms first appeared on (B)(6) 2025, when they initially noticed some itching. The user's hcp was informed of the event and prescribed nystatin.as per dms, the user has not been using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident in which the user reported an infection at the sensor insertion site, with symptoms of itchiness, redness, and white spots. According to the user, the symptoms first appeared on (B)(6) 2025, when they initially noticed some itching. The user's hcp was informed of the event and prescribed nystatin.as per dms, the user has not been using the system since (B)(6) 2025.